Manufacturer narrative:
Investigation: (B)(4) actual sample with open package was returned for investigation. The sample was subjected to visual inspection and loose black foreign matter (fm) which was ink was observed on the syringe tip. Loose black fm which was ink was observed on the syringe tip for the (B)(4) actual sample. Probable cause could be at the apex printing station, during the printing process the overflow ink was transferred to the barrel causing ink stain on barrel tip. DHR - reviewed syringe DHR and no abnormality during production. One pc of syringe barrel with foreign matter was detected in outgoing but it is within the aql specifications. No quality notification was raised for the reported batch. Manufacturing review: the preventive maintenance, calibration and equipment history records were reviewed and no abnormality was observed.

Event description:
It was reported that black foreign matter was found on the tip of the bd 1 ml syringe, luer slip with needle. There was no report of injury or medical intervention.